Manufacturer narrative:
During processing of this complaint, the device was not returned for analysis. The EU IFU was reviewed and confirmed to list access site complications leading to bleeding as a possible adverse event. Risk documentation was reviewed and this device malfunction is a known risk. Previous failure investigations determined that this failure mode is associated with device misuse, either kinking of the manta device or significantly acute angle of deployment. Due to the tight tolerances of the 14f lock advancement tube within the carrier tube, kinking or bending of the tube can prevent the lock advancement tube from descending during deployment as designed. A CAPA was previously opened to actively execute a design change that will ensure that the lock advancement tube descends even in the case of misuse. This design change is currently pending FDA review.

Manufacturer narrative:
The EU IFU lists access site complications leading to bleeding as a possible adverse event. An investigation has been opened to review the device history record and risk documentation for this event.

Event description:
Patient underwent an evar procedure. A 14f manta was used for closure. It was reported that the tamper tube (lock advancement tube) did not advance out of the delivery tube. It was reported that the "tip of the tube" (delivery tube) was cut to gain access to the blue lock advancement tube. The suture was cut in the process of cutting the delivery tube and it was reported that the suture was reinserted "into the wire lumen." [Rethreaded through the blue lock advancement tube.] The lock advancement tube was cut so that the suture would come out at the other end. The lock advancement tube advanced the lock "as far as possible" under ultrasound guidance. The access site showed small amount of bleeding at skin level after 10 minutes of manual pressure and ultrasound guidance. A pressure bandage was applied and it was reported that the small amount of bleeding was resolved within an hour.